Event description:
The target lesion was in the proximal rca. The lesion was an isr of a previously implanted bms (brand and number of units were unspecified), ostial and calcified lesion. Aha/acc classification of the vessel was type c. The lesion length was approximately 70mm and the vessel diameter was approximately 2.5mm. It was an elective case. It is unknown if pre-dilation was conducted. The 1st cypher bx (2.5/28mm) was implanted at 15atm (inflation time unknown) at the distal portion of the target lesion. Then, the 2nd cypher bx (2.5/28mm) was implanted at 15atm (inflation time unknown) proximal to the 1st cypher bx. Finally the 3rd cypher bx (2.5/23mm) was implanted at 30atm (inflation time unknown) proximal to the 2nd cypher bx. It is unknown if post-dilation was conducted. The residual % of stenosis was unknown. Timi flows before and after the procedure were unknown. Ivus was not conducted. It is unknown if act was measured. Five days post procedure, the patient developed unstable angina. Angiography was conducted and thrombus was observed inside of all three implanted cypher stents in the rca. When ivus was conducted, a stent fracture was observed in the 2.5 x 23mm cypher stent implanted in the proximal portion of the lesion. To treat the thrombus, aspiration and balloon angioplasty were conducted. Treatment for the stent fracture was unknown. Physician's comment: the possible causes of the thrombotic event is that the lesion was an in-stent restenosis and that the stent implanted in the proximal portion of the rca may have been under-dilated because of the heavily calcified lesion, and the effect of the stent fracture.

Manufacturer narrative:
Concomitant medical products: anti-platelet therapies conducted were following: aspirin 100mg/day: (B)(6) 1996, clopidogrel sulfate: 75mg/day: (B)(6) 2007, heparin unknown dosage: (B)(6) 2007 (during the pci). Additional investigation is currently being conducted and information will be submitted within 30 days of receipt.

Manufacturer narrative:
The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Sub-acute thrombosis is a known potential adverse event associated with stent implantation procedures. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. Exceeding the rated burst pressure of the product may lead to product fracture. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. An investigation was conducted surrounding the increase in cypher stent fracture complaints. As a result of that investigation, labeling changes related to stent fractures were made. Additional investigation is ongoing. The physician commented that "the possible cause of the thrombotic event was that the lesion was an in-stent restenosis and that the stent implanted in the proximal portion of the rca may have been under-dilated because of the heavily calcified lesion, and the effect of the stent fracture." Review of the information provided suggests that there are possible patient, vessel/lesion characteristics and procedural factors that may have contributed to the reported events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore, no corrective action is required.